Manufacturer narrative:
Citation: aldalati o et al. Trans-catheter aortic valve implantation: contemporary practice and the future. Cardiol j. 2017;24(2):206-215. Doi 10.5603/cj.a2017.0022. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a meta-analysis of transcatheter aortic valve implant (tavi) practice. All data were collected from multiple trials and registries between 2010 and 2015. The study population (demographics not provided) included patients which were implanted with medtronic corevalve or evolut r (serial numbers not provided). Among all patients mortality was discussed; however, based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: vascular injury and bleeding, severe paravalvular leak, stroke, myocardial infarction, and arrhythmia requiring a permanent pacemaker. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.